Event description:
Scrub tech noticed that part of the guard on the loop electrode melted, and part of electrode guard was missing. Scrub tech informed md and md was able to retrieve missing part of electrode guard from inside pt's vagina. FDA safety report ID# (B)(4).